Event description:
It was reported that during a tympanomastoidectomy and myringotomy surgical procedure, it was observed that the attachment device was not spinning freely. As a result, there was a one minute delay to the surgical procedure. There was an identical spare device available and the spare device was used to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the patient had an "unremarkable recovery." It was reported that the patient was discharged with pain medication as per protocol of the facility. The medication was not related to the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the vibration and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse, and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.